Event description:
Information received indicates the bed is not sending a nurse call due to bent pins on the communication cable.

Manufacturer narrative:
The technician repaired the bent pins on the communication cable to repair the bed.